Event description:
The clinic reported that a pt presented with an epithelial ingrowth in each eye at the one month post-op examination following a laser vision enhancement treatment. The surgeon lifted the flaps and removed the epithelial ingrowth.

Manufacturer narrative:
(B)(4) - epithelial ingrowth. No clinical support or field service was requested. Customer reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be provided.